Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset walkthrough, and the customer successfully started their sensor session without encountering the error again.